Event description:
It was reported that during a da vinci si surgical procedure the cadiere forceps instrument malfunctioned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis does not exhibit excessive damage. Engineering also found the main tube with deep scratches at the distal end. The scratches were perpendicular to the main tube orientation. Engineering concluded that the damage was likely due to mishandling and excess force contact with the main tube. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.